Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a reset condition, the model number went from 1625 to 16?? And the serial number reset to all zeros. The physician has scheduled a procedure to explant the ICD. Implanted: 04/16/93, explant planned: 08/22/96 (implanted 40 months)